Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had unexplained high blood glucose for two days, and she went to the emergency room. The blood glucose reading was in the 600s mg/dl. The customer changed her infusion set, and her blood glucose was stabilized after a few days. No further information was provided.